Manufacturer narrative:
The device has been received by (B)(4). The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
A report received from the USA stated the device is experiencing an oil leak. The device was not being used in surgery. It is unknown if injury or medical intervention occurred. No additional information was provided.